Event description:
In 2009, the patient reported that a month prior, she was admitted to the hospital for hyperglycemia which led to diabetic ketoacidosis. She stated, she had a virus and was vomiting for 2 days which resulted in elevated blood glucose, dehydration, and ketoacidosis. She said her husband called the paramedics and her blood glucose reading was above 500 mg/dl with her target range being 80-120 mg/dl. Symptoms were lethargy and increased urination. She was taken off her insulin infusion device while in the hospital and was placed on an insulin drip. She was released two weeks later. She stated, she saw her endocrinologist two days prior to original date, and adjustments were made to her basal rates. She said, her blood glucose has returned to her normal levels. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.